Event description:
It was reported that, "while the surgeon was doing a nipple/breast reconstruction, the pt received a small burn at the edge of the incision. He was working up inside of the "pocket" at 60 to 80 watts. The burned tissue was easily removed from the edge of the incision line.